Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: issues with the plungers with lot 2014639. Had issues with 10 different needles. When I attach to a prefilled syringe, I have to exert extreme force to remove the air bubble from the syringe. Not every needle in the box is affected and it is not consistent per "sleeve" of 5. I have opened 2 different boxes with this same lot. "¿ did problem(s) occur before, during or after use? Before use. If I could not depress plunger to remove air bubble, I would switch to another needle"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: issues with the plungers with lot 2014639. Had issues with 10 different needles. When I attach to a prefilled syringe, I have to exert extreme force to remove the air bubble from the syringe. Not every needle in the box is affected and it is not consistent per "sleeve" of 5. I have opened 2 different boxes with this same lot. " did problem(s) occur before, during or after use? Before use. If I could not depress plunger to remove air bubble, I would switch to another needle."